Event description:
Patient reported with old pump and new pump received in (B)(6) 2026. Patient is having ongoing issues with pump stopping before bag is empty and having to restart program. She states with last infusion there was at least 58ml left in bag to be infused and increased infusion time by over an hour. Per review of pump sheet it appears the down occlusion high was set correctly and the bag volume is correct for 40gm dose. Unknown if patient experienced an adverse event or missed dose as a result. Pharmacy is replacing devices. Unknown if pumps are available for return. No further information, details or dates provided. Serial numbers and expiration dates unknown. Diagnosis for use: common variable immunodeficiency.